Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter (meter 2). At 11:52 am the patient was tested on meter 1 and the result was 120 mg/dl and was deemed to be correct. At 5:57 pm the patient was tested on meter 2 and the result was 255 mg/dl. At 6:00 pm the patient was tested on meter 2 and the result was 195 mg/dl and was deemed to be correct. A sample was drawn at 6:26 pm and tested in the laboratory. The laboratory result was 196 mg/dl and was deemed to be correct. At 8:14 pm the patient was tested on meter 3 and the result was 208 mg/dl and was deemed to be correct. The patient was feeling okay when being tested for all the results. The qc for meter 1, meter 2, and meter 3 was performed on the day of the event and they were all acceptable.

Manufacturer narrative:
The accu-chek inform ii meters' serial numbers were as the following: meter 1:(B)(6). Meter 2: (B)(6). Meter 3: .(B)(6). The test strips were requested for investigation on 02-aug-2024. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem.